Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Explant date: (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078471/7078506.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.